Manufacturer narrative:
Section a4, patient weight: information unknown/not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted in the patient's left eye. There were no complications such as a capsule tear, vitrectomy, or sutures. The outcome was hyperopic surprise. The iol in the patient's left eye was implanted at 80 degrees and found to be at 80 degrees as intended. Uncorrected visual acuity (ucva) is 20/100 and best corrected visual acuity (bcva) 20/20. The patient's manifest refraction (mrx) in their left eye was +1.00 spherical so the astigmatism was corrected as expected. The manifest refraction shows no cylinder as intended. The patient was not ok with their hyperopic surprise in their left eye. They also found the symptom debilitating as they used to drive but could no longer drive. Consequently, the iol was explanted and replaced with the same model and different diopter, 25.5 diopter (serial (B)(6) diu150 +25.5d). The iol is in the bag and centered. The patient is happy with the outcome. They are doing well and healing appropriately. The patient's right eye had myopic surprise but the patient is ok with it and it's not debilitating. No further information was provided.